Manufacturer narrative:
Product analysis confirmed that visually, the harness was cut, and the portion containing the plugs for the patient interface were not returned with the device. The continuity of the remaining harness to the contacts on the emg tube were tested with no shorts being detected. Per the xvi a continuity test is performed prior to final packaging. The instructions for use warns: do not excessively bend or flex the electrodes or the electrical integrity may be compromised. When viewed under magnification, there were no cracks in the electrode contacts. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that there was an excessive noise during thryoidectomy procedure using a tube. The tube passed all electrode check initially then during monitoring, the electrode checks was fluctuated. The interface boxes swapped and issue did not resolve. They abandoned the usage of device. There was no delay. There was no patient impact. Additional information received confirmed that the mainframe was making a constant noise like a helicopter sound. Initially they had turn off event capture and the vocalis 2 channel was ¿going crazy¿, jumping all over the place and causing a ton of interference. They checked to make sure that there was no interference from anything in the or such as a bed control. They then, checked the connections of the ground and return electrodes in the patient and also all the connections in the patient interface and everything was looked ok. They had do an electrode check. When this was done the electrodes would intermittently check green then red x.